Manufacturer narrative:
(B)(4). Batch #p9249e. Investigation summary: the hand piece was received with the nose cone cracked. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the ingress of moisture affected hand piece functionality. Additional information was requested and the following was received: did the generator display any error messages and if so what were they? No error messages. Did the device pass the pre-test? Yes. Had the device been working and then stopped? No. Did the patient experience any adverse consequences due to this issue? No.

Event description:
It was reported that during an unknown procedure, the device is not working. There were no error messages displayed and the device passed the pre-test. There were no patient consequences. No additional information is available at this time.